Manufacturer narrative:
The hand piece used during the reported event was not returned for evaluation. One small plastic vial containing unknown liquid was returned for evaluation. Visible in the fluid was a small white/yellowish colored particle. The particle was hard to the touch and was approximately 1mm long and 1mm wide. The particle was microscopically examined and analysed using an energy-dispersive spectrometer. These analysis indicated that the light colored particle consists primarily of polyethylene. Lesser concentration of calcium and oxygen were also detected. This composition is consistent with water/mineral deposits. The source of the particle cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a user facility in the (B)(6) indicating that during a phaco procedure, a fragment of clear, hard, flat material was observed as the phaco needle entered the patient's eye. The surgeon was able to remove the particle without any injury or impact to the patient.